Event description:
The customer reports that for some pts, in case of double exposure (planned ->open), the planned images' red aperture is not displayed centered in the open image and therefore leads to confusion. There is no report of mistreatment or serious injury as a result of this event.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.